Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown zimmer tm shell, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation.

Manufacturer narrative:
The part numbers and lot numbers are unknown, therefore the manufacturing records and complaint history could not be reviewed. No devices or photos were received, therefore the condition of the components is unknown. This device was reported to be in vivo for approximately 1 year, 1 month before revision. These devices are used for treatment. Left primary surgical notes, dated (B)(6) 2007, stated the left tha was for severe degenerative joint disease with a possible slipped capital femoral epiphysis. The left femoral stem was noted to be anteverted 10 to 15 degrees. The final leg length was noted to 1/2 inch longer then the right due to the degenerative joint disease. The final tha was noted to be stable with no complications noted. Right primary surgical notes, dated (B)(6) 2008, state that the patient had a post-operative wound complication with a seroma that was incised and drained in (B)(6) 2008. The patient also had a left hip dislocation that underwent closed reduction. The final tha was noted to have equal leg length and was stable. No complications were noted. Left revision surgical notes, dated (B)(6) 2009, state that the revision was for recurrent dislocations. A seroma was noted to be encountered after opening with some serous blood-tinged fluid that was fairly clear. It was noted that this did not appear to be infected. The stem position was noted to be anteverted and well fixed. The stem had a trochanteric osteotome which was to be removed. The acetabular shell was noted to be well positioned and well fixed. The remaining notes were unremarkable. With the information provided, a definitive root cause for the dislocation cannot be determined.